Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated extended boluses. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.